Manufacturer narrative:
The technician found the siderail latch mechanism was dirty. He disassembled, cleaned and reassembled the latching mechanism to repair the bed.

Event description:
Info rec'd indicates the siderail will not latch in up position.